Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for pancreatic carcinoma. The lesion was located in the common bile duct and was 2cm in length. The patient did not have tortuous anatomy and the lesion was not dilated prior to stent placement. The stent was placed to get the patient "fit and well for surgery." During the procedure, the stent was placed successfully and the stent "opened up fine." It was noted that the stent was not implanted past the bifurcation. On (B)(6) 2012, the patient presented with cholangitis and jaundice that would not improve. The patient was then reported to be septic. The patient was treated first with augmentin and then with tazocin and gentamicin. It was decided to send the patient for palliative care. The stent was reexamined the following week after the initial stent placement. The physician alleged no malfunction of the stent and the physician did not consider removing the stent as it was reported to be "in good condition." Due to the complications, the patient will not have the planned surgery. The current patient condition was reported to be "dying".